Event description:
The patient's nurse practitioner called to report the patient's death. They had been fine until the evening. Following dinner, their blood glucose level (bg) was 300. On the following morning it was 500. They compensated by bolusing. They were ill most of the day. They felt better on the evening of the next day. At 2am they were discovered moaning and delirious. They were taken to the emergency room and they arrested. They showed no signs of sepsis. In the ER their infusion set was removed and discarded. The pump alarmed when the set was removed. An autopsy was performed and the cause of death was determined to be ketoacidosis.